Event description:
Information from axium intl clinical trial database. Unruptured acom aneurysm coiling using 1 axium coil-qc-5-15-helix. Premature detachment of coil helical axium 2x6. Coil removed with catheter.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Axium registry information. Foreign registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.